Event description:
Information received from the field notes that when the patient was seen at the physician's office, the device was in backup code c. The patient was sent to the hospital for other health problems and the physician did not want to reprogram or replace the pacemaker.